Event description:
The customer reported 12-lead signal loss.

Manufacturer narrative:
There was no report of pt impact. The customer reported they determined the failure was caused by the leads ECG cables. Philips supplies sent the customer replacement ECG leads cables to resolve the issue.